Event description:
A call was placed to technical services on 07/08/2014 informing this lead exhibited impedance and threshold issues. The patient was seen at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).